Event description:
Customer reported the insulin pump alarmed, replaced the battery, and alarm continues to reoccur. Customer's blood glucose 310 mg/dl, treated with manual injection. Alarm occurred during prime. Performed displacement test and the device alarmed during displacement place. Customer stated the drive support cap was normal and she did not press it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk noted. Unable to confirm a33 alarm due to constant motor error alarms. The insulin pump passed displacement and rewind tests. Unable to perform prime/a33 test, basic occlusion and occlusion tests due to constant motor error alarms. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratch reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.